Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9211162 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle shields and plunger caps are hard to separate and the thumb press is broken. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9211162. It was reported that needle shield and plunger caps are hard to remove from 20 syringes. Also reported thumb press broken off and inside of caps. Some of the syringes with needle shields hard to remove have the needle assembly within the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle shields and plunger caps are hard to separate and the thumb press is broken. This occurred on 20 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9211162. It was reported that needle shield and plunger caps are hard to remove from 20 syringes. Also reported thumb press broken off and inside of caps. Some of the syringes with needle shields hard to remove have the needle assembly within the shield.